Manufacturer narrative:
The probable root cause of this issue was attributed to a faulty bipolar cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, but the reported failure could not be reproduced on generator connected to system. The unit energized and cauterized and all ports recognized instruments on system (faulty bipolar cable) potential root cause for this issue. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the bipolar energy was not working. The customer noted that there was a red question mark on the instrument indicator of the integrated electrosurgical unit. The customer replaced the instrument and energy cord, then tried using both bipolar ports but the issue remained. The technical service engineer (tse) had the customer power cycle the generator, but the issue persisted. The procedure was completed with no reported injury.